Event description:
Customer reported receiving readings of 412 mg/dl and "hi" (<500 mg/dl) on their freestyle freedom blood glucose monitor. The customer then reported feeling dizzy and could not walk or stand. The customer went to a local emergency room, where a blood glucose result of 41 mg/dl was obtained on a unknown brand of meter. Customer was admitted to the hospital, where they were diagnosed with hypoglycemia. Exact treatment administered to stabilize glucose is unknown.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.